Event description:
Smith & nephew, inc., endoscopy division was notified of a 5.0mm soft tissue suture anchor which broke during insertion in a rotator cuff repair. The broken anchor was removed from the pt causing an approximate 20 minute delay. The procedure was completed with a back-up device. No injury to the pt was reported.